Manufacturer narrative:
D4: lot number is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for kyphoplasty for osteoporotic fracture to vertebral body and there was a delay in overall procedure time. It was reported that the cement leak into a vain and the leak could be seen visually, but no physical damage to patient nor did it go to lungs/heart. Kyphon vue was used and the concern from the healthcare professional was the beads work great, but the other parts of the cement are too diluted and difficult to determine what is cement and what is not and there was an extravasation. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received as procedure delay time was very much less than 60 minutes maybe a couple of minutes to ensure the cement had not gone to locations that would have really caused problems and rep is unsure that there were any product failures.